Event description:
Rptr c/o infections (30 or more high fevers), ruptured implant 1988, rashes, burning pain in chest, joint pain, night sweats and pain in chest all at once, head pain, memory loss, back pain, arm pain every day. She is tired every day. After having breast cancer 1987 the tissue expander was put in and failed in 1988. It was removed in 1994. Implant date: 6/19/97.